Manufacturer narrative:
B5 correction: information regarding concern for thrombus was included. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was concern that a foreign material such as a thrombus passed through the pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombus and abnormal pump sounds could not be confirmed through this evaluation as no images of the pump were submitted for analysis and the device remains in use; however, review of the submitted log files confirmed pump stops, pump power and flow elevations, as well as left ventricular assist device (lvad) fault flags, that appeared consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor. The controller and lvad event log files contained information from 17jul2023 through 24jul2023, per the timestamps. Between 18:31 and 18:42 on 22jul2023, multiple lvad fault flags associated with rotor instability were captured. The pump was unable maintain the set speed during this timeframe and multiple pump stops were captured. These events were associated with low speed advisory, low flow hazard, and lvad internal fault alarms. Additionally, elevations in pump power and estimated flow were captured during this timeframe. The driveline was disconnected shortly after 18:42, consistent with the reported system controller exchange. Following connection to the backup system controller, the pump ramped up to the set speed without issue. No other notable events or alarms were captured for the remainder of the files. Based on complaint history and similarly reported events, the observed behavior is consistent with material, such as a thrombus, being ingested into the pump and contacting the rotor; however, a specific cause for the pump stops, elevations in pump power and flow, as well as the associated lvad fault flags, could not be conclusively determined through this evaluation the account indicated that no additional information will be provided. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU lists pump thrombosis as an adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. The IFU also describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. The IFU lists thromboembolism as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook instruct the user to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient and their family noticed a sound like "popping" or "burbling water" coming from their pump that lasted about 10 minutes. The patient's system controller was exchanged by their family. The sound resolved after controller exchange. No other symptoms were noted. The patient presented to the hospital where a left ventricular assist device (lvad) fault alarm, low flow alarm, and low speed advisory alarms were recorded on the history of the patient's original controller. The patient's current controller showed normal function. The patient was admitted for monitoring. Log files prior to controller exchange captured a left ventricular assist device (lvad) internal fault alarm. The pump had an issue with the lvad harmonic compensation. The lvad fault alarm seemed to resolve after controller exchange. Controller MFR#: 2916596-2023-05785.